Manufacturer narrative:
Based on the information provided, a general lot-specific reagent issue was excluded as calibration and qc data were acceptable. The centrifugation speed is listed as 1500 relative centrifugal field (rcf). Based on the sample tubes used by the customer, the tubes should be spun at a speed of 1000 to 1300 rcf for 10 minutes. The investigation determined the event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6) . No issues were identified during a review of the reaction monitor data. Calibration data was acceptable. Two different alp2 reagent lot numbers were in use between 08-oct-2023 and 07-nov-2023: 728971 with an expiration date of 29-feb-2024 and 736318 with an expiration date of 30-apr-2024. It is not clear which reagent lot was used for the discrepant results on 04-nov-2023. Qc data was mostly within the acceptable range with a "few" outside the acceptable range. No issues were identified during a review of the alarm trace data provided from 04-nov-2023 and 07-nov-2023. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for alkaline phosphatase acc. To ifcc gen.2 (alp2) on a cobas c 503 analytical unit. Of the data provided for 6 patient samples, the results for 1 patient were discrepant. The initial result was 99.4 u/l. The repeat result was 119 u/l. The sample was repeated twice on a different analyzer and the results were 77.5 u/l and 77.2 u/l. The initial result was not reported outside of the laboratory. The customer runs all alp2 tests in duplicate.